Manufacturer narrative:
The patient was being treated for a traumatic cardiac arrest by emergency medical service (ems) providers. The patient was successfully intubated and connected to the capnography monitoring function but no waveform was displayed on the monitor. The ems providers changed the capnography filter but observed the same negative results. The patient expired. Additional event details and patient characteristics information were requested.

Event description:
It was reported to philips that the device capnography function did not display a waveform on the monitor during patient use.